Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the seal disengaged into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure. The hosp has reported no pt injury occurred.